Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the universal cord has a pinhole. Due to pinhole , watertightness is lost (leak observed). The reported issue "air does not enter (air is difficult to enter) the endoscope during the leak test " could be confirmed. Furthermore, device evaluation found objective lens inspection failed, the adhesive around objective lens found peeled (this condition attributed to be due to deterioration, breakage due to chemical stress/physical stress). Additionally, the following defects were identified during device inspection: a-rubber has a scratch. Adhesive on a-rubber (bending section) has a chip. The angle wire became longer than normal. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported "air does not enter (air is difficult to enter) the endoscope during the leak test". No harm reported. No patient injury, no user injury reported.device evaluation , the adhesive around objective lens found peeled.this report is being submitted for peeled adhesive of the objective lens found on device evaluation ( deterioration or breakage of the adhesive (chemical stress / physical stress).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled adhesive could not be determined. It is possible that the peeled adhesive was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.